Event description:
Pt found unresponsive, pulseless, pale, with exhalation valve tubing of ventilator disconnected. No alarm sounded at bedside or nursing station remote alarm. Pt did not respond to resuscitative measures.